Event description:
The customer reported a patient with a reaction after a procedure done with a device that had been processed in the asp automatic endoscope reprocessor (aer) and cidex opa. The day after the procedure the patient complained of discomfort, bloating, and bleeding. The doctor looked inside the patient and found that she had blue and red discoloration. Attempted to follow-up with the customer regarding additional information, but the customer was not available.